Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, sending a new replacement pump to the customer and confirming the shipping address. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.